Manufacturer narrative:
(B)(4).the confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4).

Event description:
The nurse was perfroming a cuff pre-inflation test and the inflated tracheal cuff did not deflated completely. There was no patient involvement.